Event description:
On or around 07/04/1997 the account reported a falsely elevated ck-mb result of 40 ng/ml on a pt sample, which was run on the axsym analyzer at 09:00 a.m. The pts total cpk was 51 and the dr questioned the ck-mb result. The erratic result was given from an aliquot tube that was poured from the primary tube. According to the account, a new aliquot tube was poured from the primary tube and both aliquot tubes were tested at 13:15 pm. Results of 2.4 and 2.3 ng/ml were given. An amended report was sent out. No report of injury. Follow-up info recd from the account indicated a question of sample integrity.